Event description:
Caller reported that a t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller was unable to troubleshoot at the moment but planned to call back when with the patient and the pump.